Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was deceased. The patient's daughter reported the patient passed away after being admitted in the hospital for twenty-five days. The caller reported the patient cleared covid-19, but was having issues with their heart. The caller said the patient was never checked by a cardiologist at the hospital and wondered if a previous fall back in october may have harmed the device. The caller reported the paramedics told them the patient had atrial fibrillation (af) and bradycardia and that the device was "not firing" the caller was referred to the patient's cardiologist for further discussion. It was noted that the patient was cremated. Additional information related to the cause of death was requested and is not available.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was deceased. The patient's daughter reported the patient passed away after being admitted in the hospital for twenty-five days. The caller reported the patient cleared covid-19, but was having issues with their heart. The caller said the patient was never checked by a cardiologist at the hospital and wondered if a previous fall back in october may have harmed the device. The caller reported the paramedics told them the patient had atrial fibrillation (af) and bradycardia and that the device was "not firing" the caller was referred to the patient's cardiologist for further discussion. It was noted that the patient was cremated. Additional information related to the cause of death was requested and is not available.